Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to insert needle through the cartridge septum during the fill process with multiple cartridges. Customer's blood glucose level was 117-120 mg/dl. Customer did not provide any further information.